Event description:
The customer reported that there was "interlock failure" error message upon boot. This error is likely to prevent the system from booting to a usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The mainframe c-arm connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.